Event description:
It was reported that lead noise was observed on. Patient was asymptomatic. Noise was re-produced with deep breathing with isometric testing. Programming changes were not possible since the noise measurements were larger. No further information available.

Event description:
It was reported that lead noise was observed. Patient was asymptomatic. Noise was re-produced with deep breathing and with isometric testing. Programming changes were not possible. Lead noise issue will be discussed with the physician. No further information available.